Event description:
On (B) (6), 2010 a doctor reported that a patient lost a sybronpro xrt implant approximately four (4) months after placement due to peri-implantitis. This is the third of three (3) reports.